Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: administration set leakage of chemotherapy.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "per clinical department, the issue is slit on tubing at slider clamp area- 12000-000-0027- ap431-01 - infusion set with vented/non-vented drip chamber,back check valve, 2 needleless y-site injuries or adverse event: no; item: (B)(4); quantity affected: 1 each; serial/lot number: n/a; po #: (B)(4); are any samples available for return? No. Thirty (30) cc leaks from tubing to floor in pt room, no human harmed, splash of chemo coloring unto rn shoe. Death/serious injury: no, human harm: no, delay in therapy: no, medical intervention needed: no."